Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the bacteria mycobacterium lentiflavum which had been identified in the microbiological testing of the sample collected from the subject device by the user facility was same as the bacteria which was identified in the sample collected from the patients. Other detailed information such as the number of microbes was not provided. Also, omsc received information from the user facility that the number of infected patients was 54, not 36. Therefore omsc is submitting 54 medical device reports according to the number of the infected patients. This is 25 of the 54 reports.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and instrument channel of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that 36 patients were infected with mycobacterium lentiflavum. The facility owns olympus bronchovideoscope model bf-q180 (serial number: (B)(4)), bf-uc180f (serial number: (B)(4)), bf-1th190 (serial number: (B)(4)) and bf-1t60 (serial number: (B)(4)), and may have been used for these patients, but it is unknown which scope was used for which patient. The devices had been reprocessed with an olympus automated endoscope reprocessor model minietd2 (not available in the USA). Other detailed information such as the outcome of patients was not provided. Omsc is submitting 36 medical device reports according to the number of the infected patients. This is 25 of the 36 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of oekg the following was confirmed, but the causal relationship the reported event was unknown. (1) bf-q180 (serial number (B)(6)). - the distal end cover was damaged. - the insertion tube was deformed and kinked. (2) bf-uc180f (serial number (B)(6)). - between the distal end and bending section was loosen. - the insertion tube was kinked. - the light guide tube was scratched. - there was the possibility that the scope connector had been repaired by a third party. - the ultrasound image was failed due to sound wires broken. - the endoscopic image was disturbed. - the image fiber was damaged. (3) bf-1th190 (serial number (B)(6)). - the light guide lens was scratched. - the insertion tube was deformed and corroded. - the plug unit contact and the venting connector were corroded. (4) bf-1t60 (serial number (B)(6)). - the distal end cover was damaged. - the bending section was deformed. The exact cause of the reported event could not be conclusively determined.